Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter and pump were over 20 feet apart; however, the devices did not regain connection after they were moved within range. A root cause could not be determined. A replacement transmitter was sent to the customer.